Manufacturer narrative:
Insulin pump passed displacement test and self test. No critical pump error alarm noted during testing. Unit functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.